Event description:
Sixty-three old female underwent a subcutaneous mastectomy and reconstruction using breast prosthesis in 1985. The patient recenty developed a firm, painful area around the left prosthesis. On 6/30/92, the patient underwent removal of the left silicone gel prosthesis. In the operative note it was described that there was evident loose silicone around the silastic capsule of the prosthesis on entering the capsular cavity and on removing the prosthesis it was noted that there was an extensive tear in the silastic coat of the prosthesis in the upper pole. The pathology report also confirmed a tear 7 cm in length. A saline filled prosthesis was then inserted in the left breastinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.